Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild acute salpingitis') in an adult female patient who had essure (batch no. B76631) inserted for female sterilization. The patient's medical history included gravida ii and parity 2. Concurrent conditions included headache, hydrosalpinx, paratubal cyst, uterine leiomyoma, endometrial disorder, chronic cervicitis, menorrhagia and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received : previously reported event "essure removal" updated to "mild acute salpingitis", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild acute salpingitis') in an adult female patient who had essure (batch no. B76631-not valid) inserted for female sterilization. The patient's medical history included gravida ii and parity 2. Concurrent conditions included headache, hydrosalpinx, paratubal cyst, uterine leiomyoma, endometrial disorder, chronic cervicitis, menorrhagia and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Lot number reported ( b76631) is not valid. Most recent follow-up information incorporated above includes: on 21-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.